Manufacturer narrative:
Restraint straps located in the incorrect location causing the screws to come loose on the fowler skin.

Event description:
It was reported by service report that the bolts were missing from the mid-section skin due to the restraint straps being located in the improper location. No pt involvement or adverse consequences are reported.